Event description:
It was reported that this right ventricular (rv) lead exhibited under-sensing of the patient's intrinsic signal. This resulted in extra pacing. Technical services (ts) recommended adjusting the sensitivity programming. No adverse patient effects were reported. Currently, this lead remains in service.